Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was report the scissors apparently tore the gasket. The surgeon completed the case with the trocar. They noticed the tear in gasket once the case was complete. It is unk if the piece fell into the pt.